Event description:
A report was received that the patient had a bump on her back. The physician assessed that the bump was due to the leads & lead extensions had coiled and a seroma had formed during the trial period. The patient underwent a revision procedure and the physician repositioned the leads and removed the lead extensions as it was the end of the trial. Liquid was extracted from the seroma. The physician assessed that it was a natural response from the extension being coiled and felt the bump should absorb the fluid. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial/lot # (B)(4), description: linear st lead, 70cm; model # sc-3138-55, serial/lot # (B)(4), description: lead extension 55 cm.